Manufacturer narrative:
The customer reported there was no patient involvement.

Event description:
Customer requesting support - parts ID.

Manufacturer narrative:
The customer replaced the front bezel and indicated the navigation ring was still not working. The part was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
There was no patient involvement or user harm reported. The customer reached out to philips tech support and indicated after replacing the front bezel, the navigation ring was not working, the checkmark was, but the rest was not. The customer replaced the user interface (ui) printed circuit board assembly (pcba), which was instructed by technical support, which did not resolve the issue. Philip's tech support advised the customer to suspect the signal path for the power management (pm) pcba or central processing unit (cpu) pcba. Customer requests part identification for pm pcba. The customer confirmed the unit was repaired and back in service and after the replacement of the ui port and pm assembly. Further information was received that the customer confirmed the issue occurred during preventive maintenance. Therefore this complaint no longer meets reportability requirements.